Event description:
It was reported that the patient was unresponsive with active low flow alarms and no palpable pulse. Emergency medical services (ems) initiated cardiopulmonary resuscitation (CPR) with chest compressions in the home. The patient was transported to the hospital via life flight. Chest compressions were initiated on the flight. The patient arrived in the emergency department (ed) and they received several more rounds of CPR, only achieving return of spontaneous circulation (rosc) for a few minutes at a time. The patient was transported to the surgical intensive care unit (sicu) with CPR in progress. An echocardiogram (echo) was performed at bedside, initially showing dilated left ventricle (lv) and aortic valve (av) opening and closing every beat. The patient required chest compressions at least 2 more times, achieving rosc for shorter and shorter periods of time. CPR/advanced cardiovascular life support (acls) without sustained rosc was performed from 12:45-15:25. An echo showed no heart function, no flow on ventricular assist device (vad), non-dopplerable pulses, and agonal breathing. The patient was pronounced at 15:32 on (B)(6) 2025. Cause of death was cardiac arrest due to unknown cause. An autopsy was to be performed. Log files were sent for review. The event log contained data on (B)(6) 2025 10/17/25 between 14:34 to 16:20. During this time frame the log contained multiple low flow hazard events with flow readings as low as 0.0 liters per minute (lpm). These flow readings did not appear to be the result of any external equipment malfunction. Various alarms associated with intentional pump stop commands as well as the final driveline disconnect were captured in the log between 15:49 to 15:50. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. It was also noted that the pump was able to maintain the programmed set speed until the pump was disconnected from the system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2025. Low flow hazard alarms were captured throughout the file, including some that were sustained. An intentional pump stop was captured, and the driveline was then disconnected, which is consistent with withdrawal of care following the patient¿s death. No other notable events or alarms were captured. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.